Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. A clinical evaluation was conducted and confirms the patients wrestling and subsequent fall cannot be ruled out as contributing factors to his pain and clinical status. The extreme anteversion of the acetabulum cannot be ruled out as a contributing factor to the pain and clinical status of the patient, and it cannot be concluded that the reported events are associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include device alignment or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported left hip revision surgery due to pain and instability.